Event description:
It was reported that the tip of an avs pl spacer straight inserter broke off intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : no product returned as there was no problem with device.

Event description:
It was initially reported that the tip of an avs pl spacer straight inserter broke off intra-operatively. Follow up with the customer representative confirmed that the device was inspected after the procedure and that there was no issue with the device. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. Therefore, this event is no longer reportable to the FDA.